Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical products - 11-163686 m2a hi carbon 455440, 10-111152 c2a - t m/h 395530, 10-105044 m2a tpr hi carbon 006440 & 12-103208 taperloc 656430. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient underwent a hip revision procedure approximately 8 years post-implantation due to pain. During the procedure, the femoral head, acetabular liner and cup were removed and replaced. Medical records indicate that the patient's right hip was revised due cobalt level 6.5 and chromium level 7.2, pseudotumor, corrosion and cystic debris. It was also noted that the patient had poor bone quality.